Event description:
Surgeon was tapping in the anchor in the drilled hole when inserter broke. The surgeon tried to retrieve tip of the inserter but unable to find it. The surgeon looked in the surrounding tissue but could not find it. It was determined that it would not be harmful to the patient if it was still in the shoulder.